Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvéderm® ultra 3. Now it is in a slightly different place than intended. Possibly a little too much was given. Patient has some breathing problems. Later, healthcare professional reported patient has swelling due to an infection and resolved with antibiotics. Symptoms has been resolved.